Manufacturer narrative:
No pump error 130 noted during testing, however noted in trace download analysis due to moisture damage. Device passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump was generated when the pump detects movement in hall sensor counts that are unexpected. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm and able to rewind the pump. Displacement test was performed insulin pump getting same error. The device will be returned for analysis.